Event description:
It was reported that the patients ipg was explanted and replaced. Effective therapy was restored post-op.

Event description:
It was reported that the patient did not charge the ipg was recommended. In turn, the ipg became inoperable. As a result, surgical intervention may be pending to address the issue.